Manufacturer narrative:
The initial failure description was that the machine gives head error. The problem was found on the rotaflow console and the rotaflow drive. Both parts are affected. According to the service report from 2020-03-02 the field service technician replaced the rotaflow drive. As stated in the parts replaced in the complaint the rotaflow control board was also replaced. Thus the reported failure "head error" could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump are shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The defective rotaflow drive was requested in RMA#40697on 2020-03-16 for technical investigation. This complaint will be closed as most probable root cause for the reported failure are identified. If new relevant information becomes available after the investigation, this complaint will be reopened and necessary steps will be initiated. No information about the time of occurrence is available. No indication of actual or potential for harm or death. The device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow machine gives head error. As reported rotaflow drive and rotaflow unit were defective. Complaint number: (B)(4).